Manufacturer narrative:
Initial info received on 22-mar-2007 from a physician: this spontaneous report involved a female consumer who initiated treatment with poly-l-lactic acid (sculptra) for cosmetic purposes in 2005 and received a total of 3 vials "over time" (other therapy dates unknown). Medical history and concomitant medications were not reported. It was reported that, on an unspecified date, the consumer developed nodules, under the skin by the lower lid, above the cheek. The nodules are ongoing at the time of report and the consumer is seeking to have the nodules surgically removed by a plastic surgeon. No lot numbers or expiration dates were reported. No other information was available at the time of the report. Nodule is considered listed in the labeling for the product. The manufacture sees neither an increased trend in frequency or severity of nodule, nor any new safety signals as the result of this report. Nodule is typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury. This report is being submitted to maintain consistency in adverse event reporting across regions.

Event description:
Initial info received on 22-mar-2007 from a physician: this spontaneous report involves a female consumer who initiated treatment with poly-l-lactic acid (sculptra) for cosmetic purposes in 2005, and received a toal of 3 vials " over time" (other therapy dates unknown). Medical history and concomitant medications were not reported. It was reported that, on an unspecified date, the consumer developed nodules, under the skin by the lower lid, above the cheek. The nodules are ongoing at the time of report and the consumer is seeking to have the nodules surgically removed by a plastic surgeon. No lot numbers or expiration dates were reported. No other information was available at the time of the report.